Manufacturer narrative:
Section b2: outcomes corrected. Manufacturer¿s investigation conclusion: the reported inflow cannula malposition and outflow graft kink were confirmed through evaluation of the submitted images. A specific cause for these findings could not be conclusively determined. The reported low flow events and power elevations were unable to be confirmed via the submitted log files. Furthermore, a direct correlation between heartmate 3 left ventricular assist system (lvas), serial number (B)(6), and the reported events could not be conclusively established through this evaluation. The submitted controller event log file contained events from 25mar2025 ¿ 26mar2025. There was no controller event data available for the reported event dates of 20mar2025 and 23mar2025 when the patient reportedly experienced low flow events, as well as an elevation in power and pi on 20mar2025. No notable events or alarms were captured in the submitted log files, and the pump appeared to be operating as intended at the stored patient speed. The cause of the power elevations was not confirmed. The account submitted two computed tomography (CT) images for review. The first image revealed significant curvature and kinking along the middle portion of the outflow graft. The second image showed the inflow cannula misaligned with respect to the left ventricle, as the cannula appeared to be oriented away from the left ventricle axis. The patient remains ongoing on heartmate 3 lvas, serial number (B)(6), with no further related events reported at this time. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU) and the heartmate 3 lvas patient handbook are currently available. Section 1 of the IFU, ¿introduction¿, lists potential adverse events that may be associated with the use of the heartmate 3 lvas. This section also provides an explanation of pump parameters, including pump speed, power, flow, and pulsatility index (pi). In reference to power, this section explains that pump power is a direct measurement of motor voltage and current; therefore, changes in pump speed, flow, or physiological demand can affect pump power. Abrupt changes in power should be evaluated for cause. In addition, device flow and power generally retain a linear relationship at a given speed, and pump flow is a calculated value that is estimated based on pump power. This section notes that any increase in power not related to increased flow causes erroneously high flow readings. Section 4 of the IFU, ¿system monitor¿, provides information about the pump flow display and the low flow hazard alarm condition. This section states that the low flow hazard alarm will be triggered when the estimated pump flow is less than 2.5 lpm and explains that changes in patient conditions can result in low flow. Section 5 of the IFU, ¿surgical procedures¿, outlines considerations for pump placement and provides instructions regarding the preparation, installation, and orientation of the sealed outflow graft. This section under "attaching the sealed outflow graft to the pump" instructs the user to verify that the graft is not twisted or kinked by checking the position of the black line on the graft above and below the bend relief and ensuring that the line is straight. This section under "preimplant procedures" and "implant procedures" cautions the user: "the sealed outflow graft must not be kinked or positioned where it could abrade against a pump component or body structure" and "stretch the sealed outflow graft completely prior to measuring and cutting the graft to the appropriate length." Section 5 of the IFU also explains how to insert the pump in the ventricle and instructs the user to take care to avoid orienting the inlet towards the interventricular septum. Pump function will be compromised in the presence of inlet obstruction. This section also outlines the steps to reorient the pump. Section 7 of the IFU, ¿alarms and troubleshooting¿, and section 5 of the patient handbook, "alarms and troubleshooting" outline system controller alarms, as well as how to respond to each alarm condition. These documents instruct the user that in the event of a low flow hazard alarm, call your hospital contact immediately for diagnosis and instructions. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that the patient was seen in clinic with complaints of left facial swelling, blurred vision, and dizziness. Upon left ventricular assist device (lvad) interrogation, it was noted that there was a low flow alarm logged on the system controller on (B)(6) 2025, for approximately 6 seconds, which was not uncommon for this patient. Further interrogation of their periodic data noted another low flow event on 20mar2025 with flow 2.5 liters per minute (l/min), with pulsatility index (pi) greater than 11 that just so happened to be captured by the periodic logger. During this event, it was noted that the power was slightly higher than baseline by approximately 300 milliwatts despite the lower flows and no other reported changes from the patient or caregiver. Upon lab review, it was also notable that the patient had subtherapeutic international normalized ratio (inr) values on (B)(6) 2025 (1.6) and (B)(6) 2025 (1.7) with an ultimate overcorrection on (B)(6) 2025 (3.6). Their most recent inr from (B)(6) 2025 was 2.0. The site wanted to know if the slight increase in power during the low flow event on 20mar2025 was notable enough to suspect thromboembolism. Log files were sent for review, and the event log file did capture on 23mar2025 at 21:55:44 to 26mar2025 at 12:28:44, multiple pi events, which caused the pump to drop to its low-speed limit, which was 5200 revolutions per minute (rpm). There were no low flow events noted in the event or the periodic log file. The cause of the left facial swelling, blurred vision, and dizziness was unknown. The cause of the low flow alarms was identified as the inflow position and an outflow graft kink limiting optimal flow patterns. The low flow alarms resolved spontaneously with fluid intake and position changes. The cause of the power elevations was not confirmed.